Manufacturer narrative:
(B)(4). The reported events of vision loss, ocular pain, hypotonus maculopathy, choroidal effusion, irido - corneal touch, high intraocular pressure, macular edema and choroidal hemorrhage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A request for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
An informational poster was reviewed and the following information was noted: healthcare professional reported a patient with poag and visual field loss on anticoagulated with rivaroxaban underwent xen implant. Patient experienced shallow ac, choroidal effusion + hypotonous maculopathy and was treated with atropine 1% bd. Later on, patient experienced severe eye pain + loss of vision, bcva perception of light, suprachoroidal haemorrhage and was treated with viscoelastic injected into anterior chamber and gulttae cyclopentolate 1% nocturnally for 2 weeks. 4 months post-op, bcva 6/9, iop 22 mmhg and patient was put on latanoprost. The events have been resolved and the device remains implanted.

Event description:
Additional information reported patient has returned to 6/6 acuity (20/20) in the left eye at last three clinical visits.